Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 89 mg/dl, 90 mg/dl, and 430 mg/dl within 10 minutes. All tests were performed on the finger. There was no report of death, serious injury or mistreatment associated with this event.